Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results, in the risk stratification range, generated by the unicel dxc 600i synchron access clinical system for two patients' samples. The results were not reported out of the lab. Subsequent testing on this instrument and on an alternate methodology produced results within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were collected in green top tubes and centrifuged for 10 minutes at 2,800 rpm. The specimens were processed through the closed tube accession (cta) via the primary collection tubes. Qc prior to the event was within the customer's established ranges. A system check was performed on 11/14/10 and met specifications. A field service engineer (fse) was dispatched: the fse replaced multiple parts. The fse cleaned the precision and wash valves, verified alignments. All verification testing met published specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.